Event description:
The complainant reported a 70 year old male patient presenting with cardiomyopathy for impella support. Just before planned explant on day of support, the pump stopped. The pump was removed and no new impella was used.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.